Event description:
It was reported that the bd posiflush¿ sp pre-filled flush syringe nacl 0.9% plunger would not move during use and prevented fluid from releasing from the syringe. The following information was provided by the initial reporter: "when trying to push the plunger, the plunger would not move and no fluid (nacl) would come out as if there was a blockage preventing the fluid from being released from the syringes.".

Manufacturer narrative:
H.6. Investigation: a device history record review was completed by our quality engineer team for provided material number 306575 and lot number 0352370. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd posiflush¿ sp pre-filled flush syringe nacl 0.9% plunger would not move during use and prevented fluid from releasing from the syringe. The following information was provided by the initial reporter: "when trying to push the plunger, the plunger would not move and no fluid (nacl) would come out as if there was a blockage preventing the fluid from being released from the syringes."